Manufacturer narrative:
(B) (4).

Event description:
It was reported that during a routine refill, the hcp was removing the needle and fluid started "spurting" from the access point in the abdomen similar to a "fountain". The pump reservoir was accessed again and the hcp pulled out 36 ml. The pump was not refilled, and the hcp planned to troubleshoot the reservoir septum using contrast as he was suspecting a leak. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.